Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the customer¿s reported issue and isolated the failure to the color video cable. The stm replaced the part which corrected the issue and did not observe any failures once the part was replaced. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that when the end user powered up the cs300 intra-aortic balloon pump (iabp) during routine testing, the display was observed to be distorted. There was no patient involved and no adverse event was reported.